Event description:
It was reported that a navigation pointer caused a 2 hour procedure delay because it would not initialize during a procedure. No adverse consequence was associated with the device. The procedure was success fully completed with alternate device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted if the device is received and the quality investigation is completed.